Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the increased basal, customer's blood glucose (bg) level lowered to below 54 mg/dl. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.